Event description:
Rptr is experiencing a failed implant in left breast. They understand it to be saline filled, and they are not sure of the outer coating. They have seen one plastic surgeon who recommended replacement, unfortunately, the implants are off the market, this was only three years ago when rptr had breast augmentation. The surgeon will have to replace one or both with a different brand of implants, as rptr does not believe the implants rptr has are available. Rptr has been able to locate a telephone number for this co and has left a message with no reply. Rptr is planning on contacting to see if their is a warranty. Rptr does not know how to find out further info about co's possible obligation in a matter such as this. This is an emotional and financial hardship at this time, and rptr does not wish this for anyone. Rptr will have one or both implants removed.